Event description:
A customer had a problem with a dual lumen PICC. The customer reports "coorect procedure followed for PICC line removal. 15.5 cm of PICC had been removed when resistance was noted. Infant repositioned and another 6.0 cm of line was withdrawn without problem before more resistance was noted. Infant repositioned again with warm compresses and another 1.5cm was removed. End of line was noted as missing final 6.5cm of line remained in the pt. Surgical intervention was required to remove remaining PICC line."